Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient will remain a non-user. The recipient is believed to have experienced a failure in-situ. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. A review of the recipient¿s test data indicated impedance issues. External equipment was exchanged, however, the issue did not resolve. Revision surgery is being considered.